Event description:
A cartridge change error was reported with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to inspect and clean the pump, but ultimately required assistance to remove the pump from its case. As a result, a replacement pump was sent. Technical support provided instructions on how to store and return the problematic pump and advised the customer on programming their new pump and connecting it to their continuous glucose monitor (cgm). The customer acknowledged and understood all the guidance provided.